Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays vent inoperable, circuit disconnect, motor fault, low peak inspiratory pressure, and low minute ventilation alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported no patient involvement is associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main board for investigation. The main board was installed in a test unit on cycle on the customer event was duplicated. The unit was cycled in the service mode the events error log displayed "xdcr fault¿. The transducer calibrations (pt800, pt802) were performed but failed. At this time, the root cause is associated with the transducers railed out of calibration range due to material fatigue. This issue will be internally investigated within carefusion.